Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, brown particles in the shell and gel, the device was underweight, had a missing a piece of shell (0-25%), and a fold crease. A microscopic analysis was performed which identified a sharp break and stress marks near the site of the break. This condition was assessed as a surgical impact and wear abrasion. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp break due to surgical impact, and a missing shell due to inconclusive.

Event description:
Healthcare professional additionally reported "few scattered cysts." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported a right side rupture. Device remains implanted.